Event description:
Ous MDR - it was reported that approx. 48 months after the implantation the patient received inappropriate shocks. Lead damage was suspected. The attempts to reproduce the shocks were unsuccessful. Lead explantation attempt was also unsuccessful. The ICD was explanted.

Manufacturer narrative:
This analysis is of the associated ICD and of this lead. Upon receipt, the ICD was interrogated, revealing the battery status mos1. The ICD was implanted for 48 months and 27 charging cycles were recorded to the icds memory. The memory content of the device was analyzed. During the analysis of the available iegms noise was observed in the right ventricular channel. This led to the detection of a vf episode on (B)(6) 2018 with eight shock deliveries. Therefore a sensing test was performed, and the device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be fully functional. There was no indication of a device malfunction. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. The manufacturing process for the ICD and the lead under complaint was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test of the ICD proved the device functions to be as specified. In conclusion, the memory content as well as the therapeutic functionality of the ICD was inspected. In the available iegms the occurrence of noise was documented in the right ventricular channel. However, a thorough analysis of the ICD proved the device to be fully functional. Based on the morphology of the noise signals, the integrity of the lead cannot be assured.